Event description:
Reporter stated that, when asked if he had rec'd the er1 message, "I might have gotten one". Reporter also stated he then retested, reporter controls his diabetes with diet and exercise. Reporter only tests every two weeks and perform the control test every three weeks.